Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The opened sterile pouch was also returned. The results of the investigation concluded that the hydrophilic coated distal tube had been fractured with subsequent fracture of the microcables and corewire. It was noted that the hydrophilic coated distal tube had been kinked and flattened at the location of the fracture. The distal section of the fractured shaft, containing the jacket and the distal tip coil, was not returned and was reported to remain inside patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device broke inside a side branch of the lad during post stenting ffr. The broken piece of the device was unable to be removed and remains inside the patient's anatomy. There were no patient complications.